Event description:
Boston scientific has become aware of the following event: during percutaneous transluminal coronary angioplasty (ptca) procedure, atlantis sr pro intravascular ultrasound imaging catheter (ivus) was lacking the ability to image the coronary vasculature and also during crossing either right coronary (rca) artery or left main (lm). The patient went on fibrillation. The physician shocked successfully to the patient. The ivus was removed and the patient was medically managed. Patient status reported as "fine".

Manufacturer narrative:
The evaluation will be performed and the results of the evaluation will be provided in the supplemental report.